Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on evaluation of user facility information and the retention samples. Visual evaluation of the retention samples revealed no defects. The catheter tube is made up of ethylene tetrafluoroethylene (etfe) material which has high tensile strength. The catheter tube testing for tensile strength was conducted and confirmed to meet manufacturer specification. The retention samples were subjected to catheter tube and catheter hub fitting force testing and confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A review of the lot history files for the reported lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and testing for all assembled catheters and all samples for the reported lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage using the 3sr-ox2051ca device. Follow up communication with the user facility reported: (1) the catheter came apart and remained in patient during procedure; and (2) or/surgical intervention was required to remove the catheter. Per the attached medwatch mw5063537 received from the FDA on august 3rd 2016, the event description states the following: "pt had external jugular placed for surgery. On (B)(6) 2016, pt was agitated pulling at IV site. External jugular was removed and it was noted that the white catheter had separated from the pink hub. The catheter tip had to be removed in the operating room through a cutdown."